Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) removed five years prior to report because it did not work for them. The patient further noted that they had a rod implant at the time the ins was removed. The patient called to donate their external equipment. Additional information was requested but was not available at the date of this report.